Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in canada it was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to infusion set fell off during use. The blood glucose level was high at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of ER stay is for 1 day. The patient also had ketones. No further information available.

Event description:
Since infusion set was used for 3 days which is an off-label use which resulted adverse event. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted medical device code under h6 (medical device problem code a). Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: b5: describe event of problem. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code misuse malfunction code not on list, it has been determined that the complaint does not allege a product malfunction has occurred. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item. Corrective and preventive action (CAPA) determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Root cause of problem: n/a - no further root cause investigation is required as the complaint does not allege a product malfunction and no specific lot number was identified, which limits the ability to trace or analyze a particular item. Corrective action as a result of the investigation: n/a - as no root cause investigation was required, no CAPA plan is applicable. The record will be closed with no further actions. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.